Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, angulation in the up direction out of standards due to worn of angle-wire, distal end polluted, gap at bending cover section, and foreign matter coming out of the suction cylinder. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the colonovideoscope suction was not working. The event occurred during preparation for use, prior to an unknown procedure. Upon inspection and testing of the customer returned device, foreign matter was found coming out of the suction cylinder of the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was returned to olympus for device evaluation and the reported suction not working was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, the investigation presumable cause was the scope pretreatment was insufficient, and the procedure was performed while seed remained in scope body. Then the suction cylinder was clogged by suctioning seed by the user. Moreover, foreign material remained in the subject device due to insufficient reprocessing. The investigation reported that according to IFU, suction channel may be clogged by suctioning something hard/ thick fluids and the IFU warns against suctioning hard/ thick fluids. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer that the event occurred during preparation for use, prior to an unknown diagnostic procedure. The procedure was successfully completed using similar device with no delayed.